Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: the product was discarded by the customer. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during intraocular lens (iol) insertion into the patient`s eye, one of the haptics was broken off and was laying on the iol. The broken haptic was removed from the patient`s eye, and a new iol was implanted through a second incision. During follow up, it was confirmed that the haptic was not broken upon opening the package. The broken haptic was noticed after full insertion of the iol into the eye. The iol looked to be folded, both haptics were rolled into the folded iol. As the iol began to unfold, it became visible that the leading haptic was completely avulsed from the optic. The iol started to be removed, but in this process, there was prolapse of the iris. This required iris hooks to be inserted, suturing of the main temporal wound and a second main wound to be constructed superiorly to avoid further iris prolapse. A new iol was then inserted into the bag behind the original iol (in the anterior chamber) to act as a protector of the bag vitreous. There was iris prolapse, 2 wounds and 2 paracentesis and suturing of both wounds. The patient outcome is unknown. The eye was reported to be stable but poor on day 1, post-op. No additional information was provided to abbott medical optics.